Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the nail migration is undetermined but suspected to be caused by early full weight bearing on non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2018 that a sign fin nail implanted to repair a fracture was replaced due to nail migration. The fin nail was replaced with a 9mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "had a fin nail which perforated the trochanter and the fracture has significant overriding with shortening clinically."